Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is ongoing. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant would not detach with 2 different detachment controllers. The device was attempted to be removed when the implant detached unexpectedly. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention.

Manufacturer narrative:
The investigation of the returned coil system found the implant separated from the pusher with no signs of thermal activation from a detachment controller on the pusher's heater coil. The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. Furthermore, the unit did not pass continuity and resistance testing. Inspection of the pusher found the green lead wire to be broken at the proximal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.